Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure, after connecting the new ins, a connection confirmation test was conducted, and normal impedance was verified before closing the incision. After closure, impedance was measured again, and high impedance values were displayed for all four electrodes. Upon reopening the closed area to check the ins, it was fo und that the adapter had disconnected from the implant. The distributor, who was present at the operation, noted that there were no problems with checking the torque wrench tightening noise and measuring the impedance after connection, so the cause of high impedance was unknown. A malfunction of the initial stimulator was suspected, so the ins was replaced with a new one. The high impedance resolved following replacement. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4) analysis information -- 2025-06-17 14:12:54 cst pli# 10 product ID# 37603 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. H3: analysis of the neurostimulator (B)(6) found that device was functionally okay and had insignificant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of the disconnection is unknown. As described previously, the torque wrench noise when tightened was confirmed, and the normal range of the resistance value after that was confirmed, but the abnormal resistance value occurred after the wound was closed. By the time it was reopened, the adapter had already come off.